Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset no further cgm error appeared and sensor session was successfully started.